Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was reported through the medtronic representative that the device system had been explanted due to a low grade staph infection that would not heal in the lead area. The infection is reported to have resolved. Further information has been requested from the hcp, but has not been received at this time.